Event description:
2 samples with discrepant results for phosphorous. Patient 1, tested in 2007, initial result 11.0mg/dl, repeat 4.0 mg/dl. Patient 2, tested in the next day, initial result 14.0 mg/dl, repeat 2.98 mg/dl. Inititial result was reported for one patient, however information regarding which patient result was reported was not provided. Patient not adversely afffected. The field service representative was unable to determine a cause for the discrepancy.